Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had reverted to storage mode. A device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this ICD had been explanted, but not yet returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated.